Manufacturer narrative:
Continuation of 10: product ID: pscc100 product type: catheter product ID: non-medtronic product type: sheath product ID: non-medtronic product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, an occurring tachycardia stopped when one pulse was delivered in the body. Cardiac arrest occurred shortly after and pacing was immediately initiated. The cardiac arrest occurred due to sick sinus syndrome. The procedure was resumed, however intrinsic rhythm barely recovered, and even when it occasionally did recover, it was highly unstable. Therefore, a temporary pacemaker was placed at the time of discharge from the operating room. No intrinsic rhythm was observed at the time of discharge from the operating room. The case was completed with pulsed field ablation. No further patient complications have been reported as a result of this event. It was further reported that the patient was discharged with a pacemaker implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.